Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 227mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. The customer alleged there was an underlying pump issue causing the occlusion alarm. Reportedly, the customer reverted to manual injections for insulin therapy.